Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 350 mg/dl. During system check with tandem technical support it was reported that air gaps were observed along the infusion set tubing. Tandem technical support educated the customer regarding air bubbles. And the customer continued using the pump for insulin therapy.